Event description:
Customer reported getting high erratic readings from their freestyle meter. Several comparison tests were performed (within a 5 min period) with the freestyle meter. The results were 134 mg/dl, 258 mg/dl, 325 mg/dl and 170 mg/dl. The results differ by more than 20% and therefore, meet the MFR's definition of a malfunction.